Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the vitek 2 compact instrument misidentified four patient isolates; the customer did not provide details regarding the organism identifications or the vitek 2 card types used to identify the organisms. The isolates were sent to a reference laboratory (funed); organism identifications were different from those obtained by the vitek 2 compact; however, no details regarding the organism identifications were provided by the customer. Biomerieux has requested submittals of patient isolates for internal testing. There is no indication or report from the hospital to biomerieux that the organism misidentifications led to any adverse event related to any patient's state of health. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported the vitek® 2 compact instrument misidentification involving four (4) patient isolates. An internal biomérieux investigation was conducted. Results are as follows: no information was given regarding the customer's set up procedure. The lab report showed six (6) atypical negative reactions for p. Mirabilis (h2s, ure, dtre, phos, odc, ggaa) according to the gn knowledge base. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain or raw data, it was not possible to further evaluate the cause of the mis-identification. A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. Gn lot 241330040 passed on initial qc performance testing. There were no issues observed on initial qc performance testing. No further actions were determined to be necessary at the manufacturing plant.